Event description:
Report received of an over-delivery of diprivan. According to the customer contact, the patient had "arrested and was on a ventilator" as a result of an overdose of an unknown drug. The patient was agitated and was started on a diprivan drip at 5mcg/kg (2.1ml/hour). The diprivan was in a 100ml bottle. The patient was to be transferred to another facility for further medical treatment. When they were preparing the patient for transfer several hours after the infusion was started, it was noted that the 100ml bottle was empty. The diprivan infusion was removed from the patient and stopped. As the patient had arrested and was already on a ventilator, the customer reported that the effect of the over-delivery could not be determined/assessed. No medical interventions were required for the patient. According to the customer contact, the patient had "a lot of family and friends in and out of the room" and it was "unknown if tampering of the device occurred". When the device was received in the biomedical department, the rate on the device was noted to be set at 30ml/hour with a remaining "vtbi" of 16.5ml and a displayed volume infused of 83.5ml. The pump will be returning for testing and investigation. Though requested, there was no further information available.